Manufacturer narrative:
Corrected data: health effect - impact code was inadvertently reported as 4629 - device revision or replacement in the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16403. It was reported that the patient experienced ineffective therapy due to high impedance. It was noted that the l1 leads were fractured. As such, surgical intervention took place on (B)(6) 2021 wherein the leads explanted to address the issue. Patient¿s other leads were left implanted and adequate therapy was confirmed post operatively.